Event description:
Patient states bd syringes ultrafine short 0.5 cc 31 gauge order from 2007 contained syringes that were missing needles (approximately #2) and the order also contained other syringes that were not sharp and caused pt to have bruising and pain. Patient wants to be sure MFR is aware. Patient is concerned that it would be life threatening if proper dose of insulin, not given or that she could not give dose on syringe without needle. Dose, frequency & route used: pt uses 4 syringes daily. Therapy dates: 2007. Diagnosis for use: injections for insulin for diabetes.